Event description:
The customer reported having a button error alarm. The customer was hospitalized with low blood glucose. The glucose level at time of admission was 192mg/dl. He stated that he put the bolus too high in his insulin pump and ended in the hospital because he passed out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump was received with corroded keypad assembly during our visual inspection.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The insulin pump was monitored for several days and no button error alarm noted. All the buttons functioned properly. The device was received with cracked case at the display window corner, cracked reservoir tube lip, and scratched screen.